Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a problem with the aspiration system. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation it was found that the plastic distal end cover has foreign object, and the distal end has foreign objects. Additional evaluation findings were as follows: the bending section cover, the bending section cover adhesive was dirty, the adhesive on the bending section cover has white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The following information was available at the time of the initial report submissions: the customer provided the following information with regards to the reprocessing of the device: the device was cleaned, disinfected and sterilized before sending to olympus. The customer believes the foreign material is embolization histo acrylic. There was no delay to precleaning. The customer did not flush the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not wipe/brush the distal end with clean lint-free cloths, brushes or sponges. The customer did not flush the air/water nozzle channel with the detergent solution. The customer had the following concern for reprocessing: reprocessing was omitted because it is histo acrylic for embolization. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: operation manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection describes the detection method. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes describes preventive measures. Olympus will continue to monitor field performance for this device.